Manufacturer narrative:
The device was returned to olympus for evaluation. The scope was returned to sterile processing bent and broken. Furthermore, the following additional issues (non-reportable) were identified during inspection: a bent outer tuber and a shadow on the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the ureteroscope, to olympus repair center for evaluation of broken and defective components that was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2: company representative does not apply. H6 component code corrected to "525 - tube." A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer complaint was confirmed. Based on the results of the investigation, it is likely that the cause for the described issues was excessive use. Olympus will continue to monitor field performance for this device.